Event description:
It was stated that the patient had high blood glucose due to infusion set fell off during use on (B)(6) 2026 and treated with with correction injection via mdi.

Manufacturer narrative:
MDR 3003442380-2026-52633 / initial 2 of 7based on the available information, this event is deemed to be a serious injury.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545manufacturing site: 3003442380